Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was off and 2 hours behind the actual time which caused the issue with nurses being able to pull medications out. A technical support specialist dialed into the station and confirmed that the system time was approximately two hours behind, followed knowledge article (ka) - "device time is incorrect" to review and update the station's time zone settings to central standard time (cst), verified that the station time was corrected and was accurate. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was updated/rebooted, and when it came back up, the pyxis was showing a time that was 2 hours behind the actual time. This caused issues with nurses being able to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.